Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via email indicating that they had issues with their sensor. The customer's blood glucose was unknown at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a replacement sensor. The customer sent their sensor back for analysis.

Manufacturer narrative:
Analysis inspected one opened and used enlite sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used. No broken or missing parts were observed during analysis.